Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition that the cutter is labeled as an s-1504td, but has the dimensions (length) of an s-1506td was confirmed. Prints for both twist drills were examined and the cutter has the measurements of the s-1506td. The returned drill measured 6.2 mm from the shoulder to the tip. The blank dimension should be .16" (approx. 4.08 mm) for the s-1504td. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "pouch is labeled as s-1504td; however, the length of the actual product is 1.5mm x 6.0mm. The size of the product is same as s-1506td." The device was not being used during surgery. It is unknown if injuries medical intervention occurred. There was no additional information provided.